Event description:
It was reported that stent damage occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected for use to treat the unspecified target vessel but was unable to cross. Subsequently, it was noticed that the stent's strut was damaged. The device was retrieved intact with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with its profile. A visual examination of the tip found that it was stretched and flared. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus element ¿ drug-eluting stent was selected for use to treat the unspecified target vessel but was unable to cross. Subsequently, it was noticed that the stent's strut was damaged. The device was retrieved intact with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.